Manufacturer narrative:
The device was received with currents in specification. The device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery noted during testing. The drive support disk was inspected and no anomaly was noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 54 mg/dl. The customer changed out the infusion set and the insulin pump alarmed no delivery five or six times. The customer was treated for the low blood glucose with food. Customer's blood glucose level was 205 mgdl at the time of the call. The customer was assisted with troubleshooting and found damage to the pump. Customer stated that the drive support cap was flush. The product will be returned for analysis.